Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. If the device is returned the event will be updated. No additional information is available at this time. If additional information becomes available event will be updated. On june 17, 2005 guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjuction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in april and november of 2002. This device was manufactured before april 2002, and is included in this population.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and plans to file a lawsuit. There were no specific allegations against the functionality of the device.